Event description:
The customer reports battery charger displays fail. There was no reported adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.